Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock. A remote monitoring transmission indicated that the right atrial (ra) lead exhibited high threshold a few months earlier and atrial lead position check had failed which had disabled atrial tachycardia/atrial fibrillation therapies. During the episode that received the shock, undersensing was observed with the ra lead and the right ventricular (rv) lead. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.